Event description:
It was reported to philips that the system's flexvision computer was unable to turn on, which could impact booting. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.